Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 14390174.

Event description:
It was reported that the patient underwent an explant procedure due to an infection. All components were explanted.